Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Correction: it was later reported to medtronic neurosurgery that this was not an explanted device. The initial information was sent to medtronic neurosurgery to determine warranty information in case devices are explanted. The hospital contact confirmed that this device was not explanted and there was no complaint on the device. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.